Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead; section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins). It was reported that when agent asked for event date pt said during the trial the patient had a couple minutes where they were pain free because they had been more than 15 years in severe pain and their body reacted to having no pain so emotionally and dramatically. It was euphoric to not have such severe pain for those few minutes but then rolling off the table it all moved. The leads were not in the perfect location and they noticed the lack of pain relief pretty quick and it was documented in the operating room report and not in the recovery report. They thought they got a picture and were going to be able to put the leads in there euphoric location but they didn't. Patient (pt) indicated a healthcare provider (hcp) did their spinal cord stimulator (scs) trial, device info unknown, unable to provide contact information. Pt reported that when they were transferred between gurneys to be moved from surgery to post-op, they were rolled, and pt noted the leads were not in the correct spot then. Pt noted when permanent leads implanted the hcp did not place them in the same spot as the trial, but did not clarify any further indicating an issue with permanent implant. Pt reported they got infections with all their surgeries noting sepsis. Agent clarified, pt noted infections/sepsis not related to ins, but then clarified they did have an infection with the trial. Pt indicated working with several reps over the years and reps were present at every surgery/trial/implant/explant, etc. Spoke with a manufacturer representative (rep) who pulled up patient's (pt) information. Normal impedances. The final note stated there is no issues noted about trial. Called pt's rep. She confirmed she has worked with this patient but does not remember any out of ordinary device/therapy issues. If she had become of any issues, she would have reported or noted in their systems.